Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device did not pull the carrier through and it was difficult to open. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was august 19, 2016 where it was reported that not pulling skin through and the worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on february 17, 2017 revealed that the comb tines are damaged on both ends so the sample mesh and calibration measurement could not be performed. The 1.5:1 ratio cutter, serial number (B)(4) failed to produce a passing test graft and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 17, 2017 which included replacement of the damaged comb, gears, and repair of the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the comb tines were damaged which lead to the sample mesh and calibration measurement not being performed. The root cause of the device was not pulling the carrier through and it was difficult to open was due to the damaged comb. The issue was resolved with the replaced the damaged comb, gears, and repair of the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device did not pull carrier through and it was difficult to open. No adverse events were reported as a result of this malfunction. Investigation results revealed that the comb was bent.